Event description:
The cath lab nurse opened the the manifold kit for use during a case. The kit did not contain the pressure line needed to function properly. We will return the device to them and they will provide a replacement.